Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that during an aortic valve replacement procedure, when the balloon was inserted it would not maintain pressure. The surgeon then aspirated back on the balloon port and blood was noted in the syringe. The catheter was removed and when inspected fluid was noted leaking from the balloon. Another catheter was inserted and used to complete the case with no adverse patient consequences.